Manufacturer narrative:
The customer report that the set leaked between the tubing and the non-bd connector was initially confirmed. Visual inspection showed no anomalies. Functional testing confirmed the leak at the engagement between the mated components. The root cause was identified as the mating components not being securely connected.

Event description:
It was reported that the set leaked between the tubing and the non-bd connector while infusing calcium chloride to a patient. There was no injury to the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, the patient¿s initial was not provided.

Event description:
It was reported that the set leaked between the tubing and the non bd connector while infusing calcium chloride to a patient. There was no harm.